Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 319 mg/dl. Customer's blood glucose at time of call was 280 mg/dl. Customer was wearing the device at time of the emergency room visit. During troubleshooting, customer declined to perform the high pressure test. Customer was advised to monitor the device. Customer was advised to change the entire set, reservoir, and insulin. Customer will not be returning the device for analysis.